Event description:
Boston scientific received information that during the attempted implant of a previous device, it was noted by the physician that the device felt cold to the touch, likely from being outside in the boston scientific sales representative's car. The physician implanted the device, at which time there was loss of capture (loc) on the competitor atrial lead and a header issue was suspected. The competitor right ventricular (rv) lead also exhibited higher than usual thresholds. As a result the physician asked for a this new device. This device was also noted to be cold to the touch, but was used in which the same behavior was observed. The physician chose to program this device as vdd and let it warm up. Afterwards the device function was normal and this device remains implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.